Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, upper knuckle covers on spring arm were damaged and fell off during an operation. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination.

Event description:
Manufacturer reference number ot295661.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, upper knuckle covers on spring arm were damaged and fell off during an operation. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification as the upper knuckle cover should not fall during procedure and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. The manufacturer has performed an investigation for that case. According to the results of the investigation there are two factors that could cause a fall of the plastic cover. Potential root causes of the fall might be due to an incorrect attachment of the dust cover during installation on-site or a detachment might happened due to repeated collisions. Collisions could occur during handling of the device, however they are considered as an inappropriate use of the device by user. The operating manual includes the instructions to pre-position the arms prior to use in order to prevent damages. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.